Event description:
It was reported that during a stenting treatment procedure, difficulty in stent deployment and vessel perforation occurred. The target lesion was located in the superficial femoral artery. A 6x201mm innova stent deployed 2cm and was stuck in the sheath. The stent was not able to be retracted back into the sheath and the stent was removed partially deployed ¿sweeping¿ the superficial femoral artery between the third distal and long introducer placed in the common femoral artery, then to the iliac axis reaching removal of the innova. It was noted that the common femoral was punctured. No further patient complications were reported and the procedure was completed with another same device.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).